Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonicbeat tissue pad floated and deformed. The issue occurred during a laparoscopic cholecystectomy procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.